Event description:
Reportedly, pump set to infuse potassium-chloride as a secondary line for an unknown rate and a time frame of three hours. The pump infused the entire amount in one hour. Amount infused is unknown. No additional details available. No patient injury was reported.